Event description:
It was reported that the subject presented with unstable angina approximately 8 months post stenting procedure of the right coronary artery (rca). Angiography revealed an ostial, proximal 90% in-stent stenosed rca. A balance middleweight (bmw) guide wire was positioned and angioplasty was performed with a 2.5 x 10 mm non-abbott balloon. A 3.5 x 18 mm xience prime stent was successfully deployed using 10 atmosphere (atm) with a good result. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical device: guide wire: balance middleweight. (B)(4) - indication for use, non de novo lesion. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It should be noted that the IFU states: xience prime is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.